Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump black box data showed pump reboots had occurred. During investigation, a visual inspection of the pump revealed the battery compartment was cracked above and below the bumper pad. The battery cap was not returned; a test battery cap was able to secure to the pump and was used for testing. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and there was no evidence of moisture ingress or damage to the power circuit found. Unrelated to the complaint, investigation revealed a discolored display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.